Event description:
Customer stated that the driver arms are very loose and so is the drive block. States he had high bgs before calling and gave bolus through pump. No further troubleshooting could be done as he is on car phone.